Event description:
A patient had a laparoscopic lar on (B) (6) 2010. The anastomosis was performed with the car device. Following a leak on day 6 post operation, the patient was reoperated. Small fistula was observed, the ring was taken out and hartman was made.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer ((B) (4)) and the importer ((B) (4)). The device was not returned for evaluation, however, the device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. Leaks are anticipated adverse events in colorectal anastomotic procedures. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.